Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed.  The reported problem (unable to undergo incoming functionality testing) has been confirmed.  Upon investigation the monitor was displaying a service code 204 (belt/monitor unusable), service code 105 (pulse test relay stuck), and had discharge profile faults.  The cause for the service code 204 is a shorted u409 component on the pca. The cause for the service code 105 is shorted insulated-gate bipolar transistors (igbts) q12 and q16 on the defibrillator pca. The cause for the discharge profile faults is a 5v shorted on the u409 component in the pca. The root cause for the defective components could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor was unable to undergo incoming functionality testing.